Event description:
It was reported that a continu-flo solution set broke apart in the nurse's hand when she was disconnecting the line of the set from the patient after infusion. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual examination of the device noted that the male luer collar was broken. However, the cause of this condition could not be determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The actual date of the event is unknown. A batch review was performed for the potential associated lot numbers r13b26014, r13d01088, r13a28020, r12l10027, r13a28038, r13a12024 and no deviations were found. If additional relevant information becomes available, a follow up medwatch will be submitted.